Event description:
It was reported that during a percutaneous transluminal coronary angioplasty/stent procedure, guide wire position across the lesion was lost. The guide wire was repositioned with difficulty, contrary to instructions for use, and a dissection was noted. Reportedly, it was believed that the repositioning of the guide wire exacerbated the dissection. An attempt to cross with a stent failed, which was attributed to the dissection. Three stents from another company were used to successfully treat the dissection. Reportedly, the patient was discharged and is doing well.